Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they had "some problems" following implant and they "went in and fixed it on (B)(6) (2019)." The patient stated the surgeon tested the pump following implant and there was "some kind of problem," but the patient did not know the nature of the problem. The patient reported they were poked "15 times" when they went in to test the pump. The patient also reported they were unable to find a "secondary port." The patient stated when they found the port they thought there was something wrong with the catheter connection "on the pump side." The patient reported this was identified and resolved on (B)(6) 2019. The patient was receiving heparinized saline via the pump at the time of this event and the patient's indication for use was cancer chemotherapy. Of note, it was previously reported by the healthcare provider, via the manufacturing representative, that when the device pocket was opened, everything was found to be patent, there were no disconnects or leaks. It was noted that the cause of the contrast in the pocket was due to the needles not being properly inserted in the catheter access port during the study. No further complications have been reported as a result of this event.

Manufacturer narrative:
Further review of this file resulted in a correction to this field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during a ¿methylmalonic acidemia¿ study on (B)(6) 2019, contrast was found in the patient's pump pocket. The hcp was concerned about a pump disconnect or leak so a pocket revision was performed. When the pocket was opened everything was found to be patent, there were no disconnects or leaks. It was noted that the cause of the contrast in the pocket was due to the needles not being properly inserted in the catheter access port during the study. No further complications have been reported as a result of this event.